Manufacturer narrative:
The or nurse provided a correction to previous follow-up information: the event occurred when the surgeon was dissecting tissue. The surgeon noticed the silicon part of the harmonic ace curved shear had been lifted. No arcing event occurred; however, the instrument tip was in contact with tissue. 61 - isi received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi failure analysis engineer (fae) and isi clinical development engineer (cde). The reviewers identified activations with minimal tissue in the grips of the instrument. In addition, it appeared that the surgeon used only the distal tip of the harmonic ace to quickly separate the tissue layers; meaning the majority of the teflon pad would heat up and could potentially be damaged. Based on the additional information obtained from the customer, this event remains non-reportable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint remains a reportable product problem. Please disregard the previous h10 statement indicating that this complaint is no longer MDR reportable.

Manufacturer narrative:
Isi has not yet received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. System logs were unable to be reviewed due to incomplete instrument information to identify the specific procedure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip of the reported event was submitted for review. Based on the information provided, this event is being reported due to the following conclusion: the harmonic ace instrument arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the silicone at the front of the tip of the harmonic ace instrument had been melted. The customer stopped using the faulty instrument and switched to a backup instrument to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) followed up with the or nurse and obtained the following additional information: the harmonic ace curved shear was inspected prior to use. No arcing or smoking was observed. After cleaning the instrument, the customer could not find any damages with the naked eye. The instrument was inserted into the patient's body and an abnormality was observed on the screen. The customer noticed the silicon part of the instrument seemed to shrink. The instrument was removed from the system and not used. A backup instrument was used to continue the procedure. The cannula was inspected prior to use. The customer confirmed they did not connect a monopolar cord to a bipolar instrument. A long bipolar forceps was in use along with the harmonic ace curved shear. The instrument tips did not collide with any other instrument or tool and the tips of the instrument were not in contact with tissue when the issue was identified. The instrument was removed only the one time. There was no injury to the patient and no allegation of a fragment falling inside the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to this event. 4307 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint of "silicon at the front of the tip has been melted". After inspection of the instrument, the white teflon of the clamping arm was found to have missing material. Missing material measured 0.062" x 0.020". No thermal damage was found. A review of the instrument log for the harmonic ace curved shear (part # 480275-08/ lot # m90190917-0143) associated with this event has been performed. Per logs, the harmonic ace curved shear was last used on (B)(6) 2020 on system sk2275. This is a single use instrument. No additional log review was performed as this type of failure would not result in an error in the logs. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip of the reported event was submitted for review. Based on the additional information obtained from the customer, the initial MDR report is being retracted due to the following: there was no arcing or smoking observed by the customer. The harmonic ace curved shear was installed and inserted into the surgical field. However, when the instrument abnormality was observed, it was removed from the patient, uninstalled from the system, and was not used during the procedure. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. The harmonic ace curved shear instruction for use (IFU) states the following: 1. Inspect the harmonic ace curved shear and do not use the instrument if it is damaged. 2. Blood and tissue buildup between the blade and clamp arm may result in abnormally high temperatures at the distal end of the instrument. For optimum performance and to prevent burn injury, remove any visible tissue buildup at the distal end by safely removing the instrument and wiping with moist gauze. 3. To avoid damage to the tissue pad, keep the clamp arm open while the blade is active without tissue between the blade and the tissue pad.